Manufacturer narrative:
The button trace history file was over written. Unable to verify if the bolus was manually programmed. However, verified a 10 unit bolus on (B)(6) 2012, in the bolus history. The insulin pump was programmed with boluses, and monitored. The boluses delivered completely. The max delivery alarm functioned properly during the testing.

Event description:
The customer's mother reported a max delivery alarm. The mother stated that the insulin pump was delivering boluses that were not programmed. Advised the mother that the insulin pump would be replaced. Nothing further was reported.